Event description:
Blood glucose measured 455 mg/dl back to back with a result of 203 mg/dl performed within 5 minutes by a nurse. It was stated no actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.